Event description:
It was reported that there was a lead safety switch (lss) on both channels of the device due to the right atrial (ra) lead exhibiting high, out-of-range pace impedance of greater than 3000 ohms and the right ventricular (rv) lead exhibiting low, out-of-range pace impedance of less than 200 ohms. There was also noise on the ra channel, and noise when coughing on the rv channel, which was being oversensed and causing pacing inhibition with asystole of less than two seconds. A fracture in the ra lead and clavicular crush in the rv lead was suspected. Subsequently, the patient underwent a revision procedure and the device, ra lead and rv lead were replaced. It was confirmed that both leads were fractured. No additional adverse patient effects were reported.